Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was in the range of 450 mg/dl. Current blood glucose of the patient is 364 mg/dl. Customer treated with manual injection for high blood glucose. Customer stated that auto mode was inactive. Customer was assisted with troubleshooting and said insulin was exited during quick review. The insulin pump will not be returned for analysis.